Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05076. It was reported the patient's right lead exhibited high impedances and stimulation could not be delivered from that lead. As such, surgical intervention was undertaken on (B)(6) 2017 during which the right lead was explanted and replaced. Stimulation was restored following the procedure.